Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. -the air/water nozzle was not deformed. -the remote switch was cracked. -the device has been repaired once in the past year. According to the information provided by olympus (B)(4), the air/water nozzle was clogged with foreign material during colonoscopy, and reprocessing by the user facility was carried out in the correct procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user completed the colonoscopy using the device without delaying more than 15 minutes. The device was used in combination with the olympus video system center cv-290. The user then returned the device to olympus because it was found that the air/water nozzle was defective during reprocessing. Olympus then inspected the device at olympus repair center and found that the air/water nozzle was clogged with foreign material such as black rubber. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, omsc surmised that the air/water nozzle was clogged because debris such as packing was mixed into the air/water channel due to damage to the product (valve, silicon tube, etc.) Used in combination with the endoscope. -from the device inspection results, it was confirmed that the air/water nozzle was clogged with black rubber-like foreign material, and that the air/water nozzle was not deformed. -in the past similar cases, it was surmised that the air/water nozzle was clogged because debris such as packing was mixed into the air/water channel due to damage to the product (valve, silicon tube, etc.) Used in combination with the endoscope. The instruction manual states that the air/water nozzle should be inspected for irregularities, the air-feeding function should be inspected, and the objective lens cleaning function should be inspected. Therefore, the user can properly detect the reported event by following the instructions in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.